Event description:
It was reported that the device used during an unknown procedure. It was reported that the hand piece gave a solid tone. The case was completed with another hp052. There was no patient consequence.